Event description:
It was reported that during the implant procedure, interrogation of the pulse generator revealed high atrial lead impedance. Attempts to remove the atrial setscrew in order to reinsert the lead were unsuccessful. The device was no longer used and a new device was implanted successfully. No patient symptoms were reported and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).final analysis found that the pulse generator was returned with the atrial lead stuck inside the device header. The atrial lead pin was only partially inserted into the connector block which caused the reported high impedance. Debris was found inside the atrial connector block and the setscrew threads. This likely contributed to the setscrew anomaly.